Manufacturer narrative:
The insulin pump had broken battery tube threads, a cracked belt clip slot, a cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker. The insulin pump alarmed constantly for a failed battery test after battery insertion due to a corroded battery tube. The displacement test could not be performed due to the failed battery test alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has a crack in the case. The device was not bumped or dropped. It was stated that the crack is seen on the battery compartment. No damage noted on the drive support cap. Nothing further reported.